Manufacturer narrative:
A dräger service technician was dispatched who could confirm the malfunction and trace it back to a faulty controller board of the gas measurement unit. Unfortunately the replaced part was discarded. Due to the fact that the installation of the new board requires a sw reload to the machine with all customer settings the log file was erased. Due to the limited available information there was no in-depth evaluation possible and thus, an exact root cause for the reported malfunction of the gas measurement control board cannot be determined. This specific failure mode has no effect on ventilation and gas dosage; the user is being alerted to the malfunction by means of a corresponding visual and audible alarm and is made aware about the specific nature of the error condition. The user may decide to either introduce another patient gas monitor or like reported for the particular case swap the entire workstation. The faulty pcb was replaced, the device passed all consecutive tests and was returned to use. The field failure rate is within the foreseen range of the device's risk management and thus accepted.

Event description:
Please refer to initial MFR. Report #9611500-2019-00346.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that the anaesthetic machine displayed a failure during use. A machine check was carried out but did not resolve the issue. The users decided to transfer the patient to another theatre for the procedure.